Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.

Event description:
Pt admitted 2006 with acute pancreatitis secondary to a gallstone in the common bile duct. A d/l PICC line was inserted 5 days later. An ivc filter was placed next day a radstic gw was used in the insertion of the PICC line. PICC line was "dc?d" 24 days later prior to discharge. Pt was readmitted 40 days later with sepsis. Chest CT revealed a metallic density embedded in the right pulmonary artery that can not be removed at this time. The mettalic density can not be identified conclusively because pt had two vascular procedures. The rn that inserted the PICC line did not note any defects with the gw, but did have 2 defective guidewires around the same time period that were discarded before they were used. We can not say for sure where the metallic piece came from and there is too great a risk to remove this. It remains embeded in the pt's pulmonary artery.